Event description:
It was reported that approximately 12 days post stenting procedure the patient was admitted with convulsions. CT scan performed revealed extensive hemorrhage in the area of treatment and a craniotomy procedure was performed in response to the event. The physician was unable to determine the relationship of the patient's outcome and the implanted stent. However, he feels that there is also the possibility that the antiplatelet medication contributed to the patient's hemorrhage.

Manufacturer narrative:
From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage and neurological symptoms are known risks associated with endovascular procedures and are noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that approximately 12 days post stenting procedure the patient was admitted with convulsions. CT scan performed revealed extensive hemorrhage in the area of treatment. Stroke was also noted. A craniotomy procedure was performed in response to the event. The physician was unable to determine the relationship of the patient's outcome and the implanted stent. However, he feels that there is also the possibility that the antiplatelet medication contributed to the patient's hemorrhage.

Manufacturer narrative:
From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage, stroke, and neurological symptoms are known risks associated with endovascular procedures and are noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that approximately 12 days post stenting procedure the patient was admitted with convulsions. CT scan performed revealed extensive hemorrhage in the area of treatment and a craniotomy procedure was performed in response to the event. The physician was unable to determine the relationship of the patient's outcome and the implanted stent. However, he feels that there is also the possibility that the antiplatelet medication contributed to the patient's hemorrhage.

Manufacturer narrative:
The subject device remain implanted.